Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information was provided. Evaluation summary: no sample is exptected for evaluation. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A paralegal reported that multiple patients were overcorrected following laser refractive surgery. The number of patients, or patient identifiers were not provided. Additional information has been requested.

Manufacturer narrative:
Correction: the attached user facility report was inadvertently not attached with the initial submission. (B)(4).

Manufacturer narrative:
Corrected information was provided. The manufacturer internal reference number is: (B)(4).